Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a telemetry anomaly and there was a delay in receiving a merlin.net transmission. The device also exhibited an error message. No intervention was performed. The patient was stable and would continue to be monitored.